Event description:
The end-user reported a patient implanted with a 28mm cardioseal in 2006 presented in 2008 with neurologic complications. Tee evaluation revealed a large thrombus on the distal side of the implant. The implant was surgically removed, and the defect was closed with a patch. Based on the incident narrative supplied; complete closure of the defect was achieved at implantation. The patient developed a-fib days following implantation which resolved within a month. The patient was placed on coumadin, tee 6 months following implantation confirmed proper placement with no evidence of shunt or thrombus. The patient was taken off coumadin and placed on aspirin.

Manufacturer narrative:
We have very limited details on this case at the moment. The implant is currently at the end-user facility, we have requested to have it returned along with the patient's ER, or case summaries, and relevant films. Upon receipt, we will conduct a thorough investigation and communicate our findings to you in a follow-up report.